Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were made to follow up with the customer to obtain additional information about the reported incident, but no response was received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure can be attributed to the faulty transducer receptacle. However, the exact root cause of the receptacle damage could not be determined. Upon reviewing similar complaints, receptacle damage is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing of the receptacle. The event can be prevented by following the instructions for use which state: - "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug." - "connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 unique identifier (UDI) number.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of when the output power was activated an error and check probe failure lights up due to a faulty transducer receptacle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus when the pedal on shockpulse-se lithotripsy system is pressed, an error message pops up and the unit will not work. There were no reports of patient or user harm associated with this event.